Event description:
It was reported that the patient called to state that the carelink monitor was not getting power. Multiple outlets were tried without success. Despite receiving a new power cord, the monitor still did not have power. The patient also reported that there was "something loose in there" and the power cord "never connects into it because it doesn't stay in the prong." A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.